Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was treated with ceftazidime injection (500 mg, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized due to the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.